Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014 by dr. (B)(6) at (B)(6). -device explant due to ongoing gerd occurred without issue on (B)(6) 2017 by dr. (B)(6) at (B)(6). -linx device found in correct position/geometry at the time of explant. -patient reported as doing well after removal.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital. Device explant due to ongoing gerd occurred without issue on (B)(6) 2017 by dr. (B)(6) at (B)(6) clinic. Linx device found in correct position/geometry at the time of explant. Patient reported as doing well after removal.